Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the order crossover issue was resolved which was stuck on the server, and no further investigation was required. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to the device for the nurse to pull medications for patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.